Event description:
The original surgery was (B)(6) 2007. On (B)(6) 2007, per surgeon, 2nd MRI was performed. It revealed for the first time that the arthrex bio-transfix pin had broken into 3 pieces. Procedure was an acl.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and the part that was removed will not be returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely causes are that the implant may have cracked or broken when it was initially inserted and went unnoticed by the surgeon and or patient post-op non-compliance. Constant and/or dynamic load placed on the implant after time in vivo can cause plastic deformation and breakage in this case. Product directions for use ((B)(4)) states post-operatively and until bone healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. Pre-operative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.